Event description:
Additional information became available that this left ventricular (lv) lead issues a alert via the patient's home monitoring system indicating that the pacing impedances were high and out of range for this lead. The physician is aware of this and will continue to monitor this chronically high impedance issue. To date, no adverse patient effects have been reported.

Event description:
Boston scientific received information that this patient called patient services stating she wasn't feeling well and she had been missing work. The patient stated that there were no new symptoms but that her current symptoms were getting stronger and occurring more often. The patient stated that she had fallen a couple of times in the last month or so. The patient had a visit to the emergency room (ER) during which time a device interrogation was completed, which indicated that one of the leads was fractured. An x-ray was taken and the health care professional (hcp) stated that one of the leads exhibited a high reading. The patient is unsure which lead this may be. At this time, no intervention has been taken and the system remains implanted. Attempts were made to obtain more information on which lead had fractured but were unsuccessful. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--